Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the suction irrigator instrument just stopped working. A backup same instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. Made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Per intuitive guidelines, the suction irrigator was returned with the tubing with spike and connector cut off as part of the return process and can no longer connect to a pressurized irrigation fixture. No functional testing for suction irrigation was performed. The suction irrigator can still be placed on the system arm and passed recognition and engagement. Motion at the snake wrist was intuitive. Suction and irrigation button on the housing does not appear to be damaged as well. There was no image or video clip submitted for review. A review of the instrument logs for the suction irrigator part# 480299-06 / (B)(4). Associated with this event has been performed. Per this review, the instrument was confirmed used on (B)(6) 2022. On system serial# (B)(4). This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the suction irrigator instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.